Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " instrument presents variants in the identifications of microorganisms"

Manufacturer narrative:
H.6. Investigation: a failure for incorrect results was reported on a phoenix m50 instrument p/n 443624, s/n(B)(6). The customer reported that they were receiving unsatisfactory identification of specimens. They advised that this concern arose from a difference in the result given by the m50 instrument and their observation of the microorganism. Bd remote services communicated with the customer, who reported that they had previously been altering the results they received using the microscan system, to match what they believed the results should be based upon observations of the plate. The customer workflow was discussed, and it was noted that there were gaps in the customer process. Further information was not able to be obtained, and the root cause is unable to be determined. As customer workflow gaps were observed and no instrument errors were noted, this is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for pf2642 was reviewed and revealed no previous complaints related to incorrect results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "instrument presents variants in the identifications of microorganisms."